Event description:
During the course of routine hemodialysis, patient became unresponsive and air was noted in the venous line. Patient was treated immediately for potential air embolus and cardiac resuscitation ensued, with attempt being unsuccessful. Followup investigation confirms air bubble detector on kidney machine was armed but did not alarm, and the arterial blood tubing, upon visual inspection, had a 1/2" slit. Hospital is still awaiting the official coroner report. Kidney machine was tested by manufacturer and performed within specified tolerance. Other equipment in use was a cobe hemodialysis unit and terumo hemodialyserdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.